Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 35 units. Reportedly, the cartridge was filled with 275 units of insulin. Blood glucose level was 100 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.